Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The spherical reservoir was visually inspected and leak tested. Visual inspection did not identify any damage or abnormalities. Leakage testing was successfully completed without evidence of fluid loss. Based on the available test results and investigation, the reported allegation of pump mechanical issue could not be confirmed, as no functional or structural abnormalities were identified in the returned component. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The spherical reservoir was visually inspected and leak tested. Visual inspection did not identify any damage or abnormalities. Leakage testing was successfully completed without evidence of fluid loss. However, the pump, which was associated with the reported issue, was not returned for analysis. Therefore, no evaluation of the pump could be performed. As a result, the reported allegation of a pump mechanical issue could not be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number of the pump was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review confirmed that the event of mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established, so a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.